Event description:
A facility reported that the two pin side on the mayfield modified skull clamp (a1059) was still rocking after being pinned to the patient and locked by the surgeon. The skull clamp was removed promptly and an alternative was placed prior to surgery. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Complaint confirmed via inspection of the unit. The index knob and rocker arm did not meet inspection specifications. Unit meets the 7-year life expectancy of mayfield units and is recommended for replacement. Root cause - complaint confirmed via inspection of the unit. Unit meets the 7-year life expectancy of mayfield units and is recommended for replacement. Probable root cause is routine use and age-related wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.